Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. At the time of index procedure, the angiography revealed 100% stenosis in the distal circumflex. The indication for the procedure was unstable angina pectoris. The lesion was described as 20 mm in length, class b2, and de novo. The reference vessel was 2.5 mm in diameter. As planned, the lesion was pre-dilated with a 2 x 20 mm durastar balloon at 12 atm and a 3 x 13 mm cypher rx was implanted at 12 atm. As a standard procedure, the stent was post-dilated with a 2.75 x 10 mm balloon at 18 atm. The patient's cardiac enzymes were reported to be normal at screening. At 6-12 hours post index, the troponin I was 3.22 (0.05 unl). At 16-24 hours post index, the troponin I was 2.12. The ECG core lab reported no new st-t abnormalities and no new q waves, noting inadequate tracing quality due to severe artifact. As per the study physician, the elevation was probably due to the difficulty wiring the circumflex; and there was no periprocedural mi. But, the elevated troponin I was later diagnosed as a periprocedural mi based on the received adjudication minutes. There were no procedural complications and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, isosorbide mononitrate, metoprolol, nitroglycerin, pepcid, and simvastatin. Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received adjudication minutes. This is a (B)(6) male with medical history including hypertension, history of angina, history of copd, and smoker. At the time of index procedure, the angiography revealed 100% stenosis in the distal circumflex. The indication for the procedure was unstable angina pectoris. The lesion was described as 20 mm in length, class b2, and de novo. The reference vessel was 2.5 mm in diameter. As planned, the lesion was pre-dilated with a 2 x 20 mm durastar balloon at 12 atm and a 3 x 13 mm cypher rx was implanted at 12 atm. As a standard procedure, the stent was post-dilated with a 2.75 x 10mm balloon at 18 atm. The patient's cardiac enzymes were reported to be normal at screening. At 6-12 hours post index, the troponin I was 3.22 (0.05 unl). At 16-24 hours post index, the troponin I was 2.12. The ECG core lab reported no new st-t abnormalities and no new q waves, noting inadequate tracing quality due to severe artifact. As per the study physician, the elevation was probably due to the difficulty wiring the circumflex; and there was no periprocedural mi. But, the elevated troponin I was later diagnosed as a periprocedural pci based on the received adjudication minutes. There were no procedural complications and the patient was discharged the following day. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15122058 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics, and procedural factors may have contributed to the event.